Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/16/2021. Additional information was requested and the following was obtained: how many sutures broke? 1. How many minutes was the procedure delayed? No procedure delay is reported. Was there any patient consequences? There were no adverse consequences to the patient. Lot no further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/26/2021. Additional h3 investigation summary: an empty opened folder and two sutures pieces of product code d8292, were received for evaluation. This product is double armed. During the visual inspection of two needle/suture pieces, the swage and attachment area were noted to be as expected, the suture ends were observed with damaged, elongation and detached due to stress applied. They coincide with each other. The condition of the sample received indicate an improper handling of the device. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures broke? How many minutes was the procedure delayed? Was there any patient consequences? Lot attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.